Manufacturer narrative:
On 17th feb 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance due to hydrogel oxidation.the diminished sensor performance is also evident in the raw sensor data as the signal values steadily decrease throughout the insertion period. However, at the time of the complaint, msp values were well above the threshold value, so it is unlikely that hydrogel oxidation caused the observed sensor inaccuracies. Review of the raw sensor data also revealed instability in the reference channel during the reported times of sensor inaccuracy. This observed instability most likely contributed to the sg/bg mismatch. This transient optical instability was not observed in the in-house testing. This may occur in some instances where the conditions that are present in the body are not reproduced in the lab.as part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 16 may 2025. G3. Date received by the manufacturer? 16 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between sensor glucose (sg) and blood glucose (bg) meter readings and provided the below examples for review. Date: time: sg: value bg: value: a. 16 feb, 2 p.m. 109 mg/dl 160 mg/dl; b. 13 feb, 4p.m. 110 mg/dl 60 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.